Event description:
The customer reported a defective battery pack. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and the battery pack. System operates as intended. This MDR is related to ge healthcare complaint.